Manufacturer narrative:
To date, information suggests that this medical device was removed from service but has not yet been returned to boston scienitifc. As new information would become available, this report will be further evaluated and updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this crt-d was thoroughly inspected and analyzed. Interrogation of the device verified it was operating in safety core and that neither brady nor tachy therapy were available. Review of device memory identified nine recorded faults on (B)(6) 2010. The faults were a result of software resets performed in an attempt to correct an identified memory inconsistency. A location storing data structures related to daily measurements had been altered, which led to the chain of events resulting in the observed reversion to safety core. No root cause for the memory inconsistency was determined through laboratory testing.

Event description:
--

Event description:
Boston scientific receieved information that this cardiac resynchronization therapy defibrillator (crt-d) had reveretd to safety core and was recomended for immediate changeout. There had been no electrocautery activity associated with this change in device state. There were no reported adverse patient symptoms beyond the need for surgical intervention.